Event description:
It was reported that the pump module had an under infusion. Expected volume to be infused was 11.60ml however infused 11.30ml. It was also noted the device had a defective door latch. There was patient involvement but impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.